Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera® system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Note that continued nausea and vomiting could result from direct irritation of the lining of the stomach, as a result of the balloon blocking the outlet of the stomach, or hyperinflation of the balloon.

Event description:
Reported event from journal article titled: "gastric obstruction secondary to an intragastric balloon", an orbera patient came to the emergency service due to three days of ongoing vomiting and significant generalized and progressive abdominal distension. Abdominal x-ray revealed an occupied abdomen and bowel loop displacement toward the periphery. A computed axial tomography (cat) scan identified severe dilation of the gastric corpus, along with the intragastric balloon, which was embedded in the antral region, causing the gastric outlet obstruction. A nasogastric tube was placed in the patient to relieve the distension, after which the obstruction was resolved through endoscopic removal of the balloon. After the intervention, the suggested cause was the progression of the balloon and its lodging in the antrum of the stomach, with no excessive filling of that gastric region.